Event description:
It was reported that catheter removal difficulty occurred. Vascular access was obtained via femoral artery. The 80% stenosed, de novo target lesion was located in the non-calcified and moderately tortuous left main coronary artery (lmca). After a non-bsc guide wire crossed the lesion, pre-dilation was performed. Subsequently, a 3.00x20mm promus element ¿ stent was advanced onto the non-bsc guide wire, however, there was difficulty advancing the device and it was noted that the device was stuck in the lesion. The physician then removed the device with extra force and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).